Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 470 mg/dl. The customer stated that he had been working outside in temperatures of up to 105 degrees. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The customer later called for assistance in setting the insulin pump to its default settings. The customer stated that he is still in the hospital, and the doctors are trying to figure out what the problem is by running tests on him. The customer will not be on insulin pump therapy for the time being. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.